Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges going from recline to up position to get out of chair and the chair stopped working. Consumer needed to help to get out of chair and hurt his back.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges going from recline to up position to get out of chair and the chair stopped working. Consumer needed to help to get out of chair and hurt his back.